Manufacturer narrative:
Updated a1: patient identifier. Updated e1: initial reporter email. A4 - weight: 87.5 kg. E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: the carotid device was returned to our post market quality assurance laboratory. A visual and tactile examination identified no issues with the catheter or delivery system. The device was returned with the stent fully mounted in the correct location on the device. The investigator deployed the stent with a little delay on the proximal end of the stent, while deploying. No damage or issues were noted with the deployed stent. The stent was measured with calipers and the measurement was 29.43mm. There were no issues noted with the stent cups or stent holders. This concludes the product analysis.

Event description:
It was reported that the distal end of the stent did not deploy, requiring a guiding catheter for removal. The 70% stenosed target was located in the non-tortuous and mildly calcified c1 segment of right carotid artery. An 8.0-29 carotid wallstent (cws) was selected for treatment. During the procedure, an 8f guide catheter was placed and a filterwire was deployed. A 5x30 balloon catheter was used to dilate the lesion. The angiographic observation showed that the dilation effect was good. The cws was advanced into position. However, after the stent was completely deployed, it was noted under fluoroscopy that the distal end of the stent did not deploy. As a result, the 8f guiding catheter was used to remove the stent. A new 9x40 carotid artery stent was then implanted. Angiography confirmed that the new stent was deployed well, and the procedure was concluded. There were no patient complications as a result of this event.

Event description:
It was reported that the distal end of the stent did not deploy, requiring a guiding catheter for removal. The 70% stenosed target was located in the non-tortuous and mildly calcified c1 segment of right carotid artery. An 8.0-29 carotid wallstent (cws) was selected for treatment. During the procedure, an 8f guide catheter was placed and a filterwire was deployed. A 5x30 balloon catheter was used to dilate the lesion. The angiographic observation showed that the dilation effect was good. The cws was advanced into position. However, after the stent was completely deployed, it was noted under fluoroscopy that the distal end of the stent did not deploy. As a result, the 8f guiding catheter was used to remove the stent. A new 9x40 carotid artery stent was then implanted. Angiography confirmed that the new stent was deployed well, and the procedure was concluded. There were no patient complications as a result of this event.

Manufacturer narrative:
A4 - weight: 87.5 kg. E1 - initial reporter facility name: (B)(6) hospital. Good faith effort attempts were made to try and retrieve additional details regarding the patient, initial reporter, and facility, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted. Device evaluated by MFR: the carotid device was returned to our post market quality assurance laboratory. A visual and tactile examination identified no issues with the catheter or delivery system. The device was returned with the stent fully mounted in the correct location on the device. The investigator deployed the stent with a little delay on the proximal end of the stent, while deploying. No damage or issues were noted with the deployed stent. The stent was measured with calipers and the measurement was 29.43mm. There were no issues noted with the stent cups or stent holders. This concludes the product analysis.